Manufacturer narrative:
Hardware low level failures confirmed in the pump history and during self test due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was 19.5 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer did a second self test and insulin pump did again alarm. Customer stated that the perform a self-test and the test did not pass. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.